Event description:
During a hartmann's procedure, staples did not come out during first firing. There were no staples in the cartridge. The procedure was completed by hand suturing. There was no pt consequence.